Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Customer continued to use pump for insulin thereapy. There was no adverse impact to customer's blood glucose level.